Event description:
It was reported that a customer was using their automatic endoscopic reprocessor (aer) with an incorrect disinfect time setting (it was identified the time was set at 4 minutes). An asp clinical education consultant (cec) was present at the facility when the issue was discovered. It is unknown when the issue began.

Manufacturer narrative:
Advanced sterilization products (asp), co manufacturer provides all maintenance and technical support for this device. Asp is evaluating this incident and will resolve/correct the problem. In addition to this MDR, an MDR has been filed by asp under minntech's name and establishment number. Additional information regarding this incident has been requested from a.s.p.